Event description:
Pt in for rt and lt heart catheterization. At 1356 hrs, rt heart cath done and pressures recorded. First injection of the lt coronary artery, pt immediately had a drop in blood pressure and heart rate, then went into full cardiopulmonary arrest. Pt was eventually resuscitated and discharged from the hosp 2 days later with no obvious complications. Suspect air embolus injected into left coronary artery.